Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle mechanism did not fully retract as intended during activation. The pod was worn between 4 and 24 hours.

Manufacturer narrative:
The device was received with the formed needle exposed past the bottom housing window despite the linkage assembly being fully retracted. Upon opening the device, the formed needle was found to be dislodged from the slide retract. The slide retract was observed to be damaged, indicating that the formed needle was incorrectly installed. The download data shows that the device was able to deliver insulin despite the incorrectly installed needle. The incorrectly installed formed needle is the root cause of the needle mechanism failure.